Event description:
It was observed during the device evaluation that the gastrointestinal videoscope had foreign objects found in the air water nozzle. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it was unknown whether the user conducted reprocessing in accordance with the instructions for use; therefore, the cause of the foreign material remaining in the device could not be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.